Manufacturer narrative:
(B)(46). The service engineer (se) evaluated the device and verified the reported complaint. The se replaced the universal serial bus (usb) and the device then passed all testing.

Event description:
It was reported that a ventilator had a blank display. The ventilator could only be powered off by disconnecting the battery and power cord. There was no patient involvement.